Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The u-02 error was confirmed and replicated.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the erbe generator had a u-02 error after plugging in the grounding pad. The technical support engineer (tse) walked the caller through hard power cycling and removing external foot pedal cables which did not resolve the issue. Tse asked if they have a backup generator, caller found energy cable for backup generator and will continue, should backup generator not working, they will try to swap vision towers. Intuitive surgical followed up with the customer and gathered additional information. The issue was identified during the procedure. Ports were placed prior to the issue being identified. The case was completed robotically, with the use of a valley lab ancillary bovie machine. This bovie machine was routed to the vision tower and used in place of the erbe generator on the vision tower. There was no injury to the patient. To resolve the reported issue the customer re-routed the erbe generator to an ancillary bovie machine. System functionality was checked upon powering on the system and the system initially powered on without errors. Technical support was contacted for troubleshooting and full troubleshooting was completed.